Event description:
It was reported that a pump was prophylactically removed to avoid in-vivo depletion and returned to the manufacturer with no complaint. The pump was used to infuse morphine. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Additional analysis of the pump found the hybrid to be fully functional with a nominal static current drain of 4.113ua average, despite the ibias current drain being observed to be lower than nominal. Pal analysis (performance analysis of logs) was unable to determine the source of the anomalous status flags. No other hybrid anomalies were observed.

Manufacturer narrative:
(B)(4). Analysis of the pump found c300. A miscellaneous power on reset occurred with an undetermined cause. There was a miscellaneous unexplained event in the exception history log.